Manufacturer narrative:
The customer reported that, on (B)(6) 2017, the CT gantry microphone was not working and they could not hear the patient. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) evaluated the CT system and determined that the microphone in the breathing light assembly had failed. The fse replaced the breathing light assembly to resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; the customer reported that the CT gantry microphone is not working and therefore, they cannot hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.